Event description:
It was reported that the device made the patient have headaches and pain on the right side of her neck. It was making her neck stiff. Patient's doctor first gave pt medication for that and it was not working. Patient's neck was stiff and she could not turn toward the right to look over the right shoulder. It was stated that the doctor went back in and said that there was something wrong with the leads (see manufacturer's report #3004209178-2014-00886). Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 377875, lot# n0037161, implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 377875, lot# n0041982 , implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's right upper back and neck has been tender since implant and it is uncomfortable and painful.